Event description:
Report received from our affiliate indicated that there was a balloon rupture during dilation of the left common and external iliac arteries in a percutaneous transluminal angioplasty. Calcification was not present. The vessel was not tortuous however was 80% stenotic. At first, the physcian deployed a wall stent (8x66) mm from the common iliac artery to the external common artery. After first stent was deployed and placed in situ another wall stent (6x59) mm was introduced and overlapped over the prior stent about 1cm. The overlapping part of the stent was dilated with balloon catheter however this balloon ruptured at 10 atms. Dilatation was ceased at this time. There was no adverse consequence to the patient reported.